Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "reactive-looking lymph nodes". "Thin layer of periprosthetic effusion".

Event description:
Healthcare professional reported, left side "reactive-looking lymph nodes". And "thin layer of periprosthetic effusion". Device has been explanted and replaced with non allergan product.

Event description:
Healthcare professional reported, left side "reactive-looking lymph nodes". Device has been explanted and replaced with non allergan product.

Manufacturer narrative:
E1.: phone number: (B)(6). The events of seroma and lymphadenopathy are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphadenopathy.